Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were on a business trip about an hour and a half away from home and had a low event. The patient stated his wife was with him and emergency medical services (ems) had to be called. They administered him sugar via intravenous (IV) therapy. The patient stated when he looked at the dexcom, it was displaying a sensor failure. At the time of contact, the patient was doing good. No additional patient or event information is available.